Event description:
It was reported to philips healthcare that a power supply failure error appeared at boot up of the heartstart mrx defibrillator. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.